Event description:
A surgeon reported shedding of fibers from the inner wrapping of their cataract packs. A patient underwent surgery in (B)(6) 2013, and fibers were found in the eye in (B)(6) 2014, after the patient developed macular edema. The surgeon cannot confirm that the fibers were the definite cause. The patient was treated with steroids and returned to the operating room to have the fibers removed. Additional information has been requested.

Manufacturer narrative:
Since no lot number was received, no further investigation of the DHR (device history record) could be performed. There is no complaint sample available for further investigation. Fibers are inherent to the components used in a custom pak for cataract surgery. Therefore, the custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. (B)(4).